Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 6f sheath after a diagnostic procedure. Reportedly, the proglide would not backload/advance over the guide wire. The proglide was removed and a second proglide device was advance over the guide wire successfully. Hemostasis was achieved using the second proglide device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The technician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty of inserting the guide wire could not be confirmed. During testing, the device was successfully backloaded onto a guide wire without difficulty. Based on visual and functional analysis there is no indication of a product quality deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. In review of the complaint handling database there is no indication of a lot specific quality deficiency. Based on the information reviewed, there is no indication of a product quality deficiency.